Event description:
The recipient reportedly experienced a partially inserted electrode. A CT confirmed partial insertion. On (B)(6) 2025, the recipient underwent electrode repositioning surgery.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient was not partially inserted. Full insertion was reportedly achieved at initial surgery. The recipient reportedly experienced electrode migration. The CT scan confirmed electrode migration. The recipient has healed. The recipient was reportedly successfully activated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.